Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had missing pixels on some parts of the screen. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 154 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.